Event description:
Procedure: urological. According to the reporter, during pubovaginal sling procedure in 2006 the doctor perforated the pt's bladder. The doctor observed and repaired the hole prior to completing the procedure. No further complications have been reported.